Manufacturer narrative:
H6. Patient code: e2330 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter, product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter, product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 06-jun-2010, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine at 30 mg/day, unknown baclofen at 1.6 mg/day, clonidine 690 mcg/day, fentanyl 9 mg/day, and dilaudid at 30 mg/day via an implanted pump. It was reported for ¿possibly 3 months¿, ¿the pump did not seem to be feeling the same as therapy had¿. It was noted on 2021, the healthcare provider (hcp) would be performing a "side port" procedure with a cat scan after. The patient inquired what side port procedure entails. The patient was redirected to their healthcare provider to further address the issue. Additional information as received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2021 indicated the patient was no longer receiving pain relief with the pump. It was further reported a catheter access port procedure was performed and the catheter would not aspirate. The catheter was not working. It was noted there was no environmental/external/patient factors that may have caused or contributed to the event. Actions/interventions taken to resolve the event included the patient was to come back to lower the concentration. The patient was to have a repeat side port procedure with the lower concentration and CT scan to follow.